Manufacturer narrative:
Concomitant products: product ID 37752, serial# (B)(4), implanted: (B)(6) 2008, product type recharger; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2008, product type lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2008, product type lead; product ID 37743, serial# (B)(4), implanted: (B)(6) 2008, product type programmer, patient. (B)(4).

Event description:
It was reported that the patient went to check his stimulator battery level with his programmer when an informational power on reset (por) and a ¿call your doctor¿ icon appeared. The patient initially stated he had seen a ¿pop¿ screen, but upon syncing it was confirmed it was a por. The patient was unable to adjust stimulation. The por was cleared and the patient saw his normal therapy screen.